Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 01.sep.2020: lot 1910304: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2025-01-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed due to infection, 20 days after the previous revision surgery (previously liner and head were revised due to dislocation). The inlay was a medacta product.